Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor autozero failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a pressure sensor autozero failure occurred. The remote service engineer (rse) had the customer check that the ribbon cable that goes from the data acquisition (da) printed circuit board assembly (pcba) to motor controller (mc) pcba was the 2nd generation cable. The customer found the cable and confirmed that the cable was 2nd generation. The customer then discovered the cable was not fully seated correctly. The customer reseated the cable and confirmed the error code went away. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
The customer reseated the cable to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.